Manufacturer narrative:
Product analysis: from the information received, the device remains implanted; no product analysis can be performed. Conclusion: attempts to obtain the serial number of the device and other information regarding this patient has been unsuccessful. A device history record review could not be performed as the serial number was not provided. Without the return of the valve for analysis, a root cause for the clinical observation cannot be determined. Stenosis and paravalvular leak (pvl) are known failure modes. Medtronic will continue to monitor field performance for similar events, should they occur. A follow-up report will be submitted should additional information be received. Citation title: percutaneous complete repair of failed mitral valve prosthesis: simultaneous closure of mitral paravalvular leaks and transcatheter mitral valve implantation - single-centre experience. Authors: kliger c, angulo r, maranan l, kumar r, jelnin v, kronzon I, fontana gp, plestis k, patel n, perk g, ruiz ce source: eurointervention : journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology : 2014 may. (B)(4).

Event description:
Medtronic received information from eurointervention journal about complications associated with surgically implanted mitral valves from (B)(6) 2012 to (B)(6) 2012. Paravalvular leak (pvl) with severe stenosis was noted 6 months post-implant of this 29mm mitral bioprosthesis (implant date unknown). The valve was repaired using two occluders, using a transapical approach. A 24mm melody valve was implanted valve-in-valve. Mild transvalvular regurgitation was noted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.